Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported a pod leakage issue during wear, which resulted in elevated blood glucose levels (26 mmol/l / 468 mg/dl), nausea, and general malaise. The pod had been worn on the arm for less than one hour. The patient presented to the emergency department at bürgespital solothurn on september 5, where the diagnosis was hyperglycemia. The pod was removed at the hospital and treatment included administration of insulin and intravenous infusion. The patient was discharged after a few hours.